Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the annular rupture is unknown. However, patient factors and/or procedural factors may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an affiliate in (B)(4), during the balloon valvuloplasty with the edwards balloon, once the balloon was fully inflated and deflated by the operator, the patient¿s pressure dropped to 40mmhg. The physicians immediately administered CPR and gave the patient inotropes. The operators immediately deployed the valve and once deployed, the patients pressure went up/recovered but then quickly dropped again. The operators were unable to recover the patient, subsequently the patient expired in the procedure room. Tee was performed and showed there was an annular rupture.

Manufacturer narrative:
Procedural cine, echo, pre-op cine and pre-op CT images were submitted for review. Pre-op CT: · poor images (artifact) · recreated 3mensio pseudo-bicuspid valve · recreated 3mensio reconstruction ava 433mm2 procedural cine: · heavily calcified leaflets, dilated root, ai · bav not effective as balloon slips into aorta (no contrast injection) · valve deployed well, waist seen lcc · no pvl seen, ai with wire across · last image shows valve in place, puffs of contrast seen outside aorta procedural echo: · valve not seen in images, date on images show october (possibly pre-op echo) impressions: heavily calcified leaflets with dilated aortic root. Extremely tortuous anatomy in thoraco- abdominal aorta. Native aortic valve is pseudo-bicuspid (two leaflets fused) as per recreated 3mensio reconstruction on CT. Only one bav image provided which shows bav not effective as balloon slips into aorta. No annular rupture seen after bav. The 26mm s3 valve deployed correctly in the annulus . Last cine image shows puffs of contrast outside aorta on the right side. Annular rupture confirmed after the implant. Due to limited images provided, unable to determine if there was a rupture before the s3 implant. Based on the annular size 433mm2, it is unlikely that the rupture happened after a partial bav with 23mm balloon. It appears that the 20% oversized 26mm s3 may have been responsible for the rupture.